Event description:
Reference number (B)(4). Event occurred in india. It was reported that the patient faced a kinked cannula event. The infusion set was used for one day and site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patients country: india. Patient's city: (B)(6).